Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. White particles observed on the surface of the shell. Observed split in patch area, it is out of specification per (B)(4) was identified which is characterized as a workmanship, however, has no relation to the reported event. No further actions are required as the device was implanted.